Event description:
It was reported that the pump would not charge properly despite the customer attempting multiple cables and power sources. There was no impact to the customer's blood glucose level. The customer indicated that he had fallen into salt water with the pump.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received for eval. Should additional info be received a supplemental form will be completed.